Manufacturer narrative:
G4: 12mar2020. B4: (B)(6)2020. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen source error issue. The fsereplaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23jul2020. B4: 24jul2020. The gas delivery system (gds) assembly was returned. Visual inspection revealed the revealed no anomalies. Significant dust deposits noted on all surfaces of returned gds. A failure investigation (fi) technician installed the gds assembly into a fi ventilator to duplicate the reported issue of oxygen source error. During the unit testing the device failed , the reported issue was duplicated, the fi technician identified that a component in reference designation u1 on the air flow sensor out of specification.the determination could be made that the device failed to meet specifications, the gds assembly failed due to component in reference designation u1 on the air flow sensor assembly out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported oxygen source error. There was patient involvement, but no one was harmed.